Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac arrest and all injuries associated therewith then subsequently expired, all of which is alleged to have been caused by the product administered to the patient for dialysis treatment.